Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted during the procedure after the lead was placed in the apex of the right ventricular lead that the lead had a weird bend to it. The lead was exchanged. The patient was stable